Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is locked up. During service evaluation found failed phm keypad ch a select key not working. It is unknown where this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)during service, a "pump that is locked up" was confirmed as a failed pump head module (phm) keypad channel a select key not working. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.